Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of a voluntary medwatch report # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following additional information was requested but not obtained: event date procedure name. Were the needle pieces removed during same procedure? Is the actual device or representative samples available to return for evaluation? If yes, please provide name, mailing address and phone number of the contact person to whom a shipper kit can be mailed out, to aid in return of the product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgical procedure on an unknown date in (B)(6) 2018 and suture was used. The needle broke during use by surgeon. All pieces of needle retrieved. No adverse patient consequence were reported.